Event description:
A message from the user on the med-el social media blog was received in which the user complains about difficulties in hearing with using the implant. The user reports not to be able to hear voices, only sounds and noises. The user also reports hearing bell like ringing sometimes and also hears sounds when not wearing the audio processor or when touching her pinna.

Manufacturer narrative:
Additional information: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea. According to the implant registration card a complete insertion was achieved at implantation surgery. No information on possible further steps has been received.

Event description:
A message from the user on the med-el social media blog was received in which the user complains about difficulties in hearing with using the implant. She reports that she is not able to hear voices, she hears only sounds and noises. She also reports to hear like bells ringing sometimes and would also hear sounds when not wearing the audio processor or when touching her pinna.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea. According to the implant registration card a complete insertion was achieved at implantation surgery. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user complains about difficulties in hearing with using the implant. The user was re-implanted on (B)(6) 2025.